Manufacturer narrative:
Manufacturers investigation conclusion: evaluation of heartmate ii lvas, serial number (B)(6), confirmed internal driveline wire damage that would have contributed to the reported pump stops. (B)(6) was returned assembled with the driveline cut approximately .25 inches from the pump housing, a middle segment measuring approximately 16 inches, and the distal segment measuring approximately 21.75 inches were also returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The sealed outflow graft and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump and the bend relief collar was returned detached from the pump. Evaluation of the blood contacting surfaces of (B)(6) revealed no evidence of adhered depositions or thrombus formations. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The silicone sleeve, bionate layer, and metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination in addition to hipot testing revealed a breach to the insulation of the yellow wire on the middle portion of the driveline approximately 9 inches from the pump housing. The observed wire insulation damage appeared to be the result of abrasion from the metal braided shield as a result of repetitive flexing of the driveline in this location. The remaining portions of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The low speed operation events and pump stoppages while the patient was operating on their power module, which was confirmed through evaluation of the submitted log file, would have resulted from a short to shield if the exposed conductor from the yellow wire made contact with the metal braided shield while the patient was operating on their power module. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient observed a red heart alarm while changing from power module to battery. The patient contacted the facility and was connected to the battery and hospitalized. The medical engineer connected the patient to the pm to check the repeat-ability, and the red heart alarm occurred again. At that time, the patient complained of symptoms. He was connected to the battery and exchanged the epc. The patient was reconnected to the pm after exchanged the epc, but a red heart alarm occurred. The patient is currently supported by battery. Log files submitted for review revealed pump stops while on power module and batteries. This type of behavior has been linked to potential phase to phase short in the percutaneous lead. The patient underwent a pump exchange on (B)(6) 2019 due to suspected driveline fracture. No additional information was provided.